Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they fell down the stairs and was now concerned that the need an x-ray to check on their system. Patient's hip was out of place, and they fell on the right hip. They previously had a fall which resulted in a torn off lead. Patient also reported the last time this happened it took a couple of weeks before they experienced a loss of therapeutic effect. They ended up having to have their whole system replaced at that time. Now patient was having the same issues as last time and something was funky around the device and patient felt a cool sensation. Patient planned to turn the device off because it was bothering them. Patient stated they no longer had a managing physician as theirs had retired- an email was sent out to field staff to request physician options for patient as the current available listings are farther than patient wishes to travel.

Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 978b133, lot# va2jq5l, implanted: (B)(6) 2022, product type lead; product ID: 978b133, lot# va2jq5l, implanted:(B)(6) 2022, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that an x-ray was done to check the ins and the results regarding the device were noted as "had to have 2 of them. First one was wrong and also took a long time to receive it. The second one showed that I believe the leads are off from the fall." The patient noted the cause of the "device being funky" was determined and noted the likely cause as "I fell again, this is the second one that is broken from a fall". The steps taken were noted to be "I will have it removed, but not replaced at this time. Surgery date not given yet." The issue was reported as not yet resolved. The patient also noted "sorry for the wait. But it took 3 months just for x-rays just found out about the end of june. It's been a very frustrated journey".